Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Functional test showed that the telescope was able to fully retract and advance. Media returned by the customer was inspected and showed the original box of the device but does not show any evidence of the reported issue. Based on the evidence, the as reported code of catheter resistance/friction cannot be confirmed. The media does not provide enough evidence to identify a device defect that could have contributed to the reported complaint.

Event description:
It was reported that a catheter issue occurred. The stenosed 90% target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the guidewire entered and the ivus catheter was observed on the specific lesion, it was found that the lesion could not be observed, and the device could not be withdrawn. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The stenosed 90% target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the guidewire entered and the ivus catheter was observed on the specific lesion, it was found that the lesion could not be observed, and the device could not be withdrawn. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was not returned for analysis. However, media returned by the customer was inspected and shows the original box of the device but does not show any evidence of the reported issue.

Event description:
It was reported that a catheter issue occurred. The stenosed 90% target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the guidewire entered and the ivus catheter was observed on the specific lesion, it was found that the lesion could not be observed, and the device could not be withdrawn. The procedure was completed with another of the same device. There were no patient complications reported.